Event description:
The balloon did not deflate properly. It was therefore unable to be removed through the sheath. It would appear that a lot of force was applied to retrieve it through the sheath. There was complete separation of the balloon from its catheter. Another balloon was placed on the existing wire and the original balloon piece was retrieved from the wire. Nothing remained in the patient.

Manufacturer narrative:
No additional information is available and no further reports will be forthcoming.

Manufacturer narrative:
The complaint received states that the savvy long balloon had deflation difficulty, withdrawal difficulty and separated in the patient. There is no patient specific information available. The target lesion was distal sfa (superficial femoral artery) described as long, calcified and non-tortuous. The savvy was delivered to the target lesion without report of difficulty. An indeflator was used, manufacturer unknown, to inflate the device. Negative pressure was applied for deflation and contrast was observed returning to the indeflator; however, the balloon did not appear to deflate properly. The physician then used a syringe to complete deflation and attempted to withdraw the device. A great deal of force was needed to withdraw the balloon through the guide catheter, and there was complete separation of the balloon from the shaft. Another balloon was used to assist in retrieving the separated portion and no part of the device was retained within the patient. There was no report of injury for the patient. The cordis corporation distributes this product and as such the original manufacturer, clearstream, is responsible for the investigation and analysis of the complaint. Per (B)(6): a member of the product development engineering department and a member of quality reviewed the manufacturing documentation for this lot and no anomalies were recorded in the lot history report. In addition to this documentation review, the returned product was reviewed as part of this investigation. From this investigation it was observed that the returned savvy long did not have the inner tube of the catheter. It was clear from our investigation that the balloon was separated at the proximal neck area of the balloon. The separated balloon was totally secluded when examined. From our visual and mechanical examination of the returned savvy long catheter, we were unable to identify why the balloon did not deflate as reported. In addition a review of previous savvy long 4.0 x 150mm x 120cm catheters was carried out and no similar complaints were identified with this product. This failure mode will be fed into (B)(6) post market surveillance procedure and further analysis will be carried out if a similar complaint of failure is encountered. The complaints of deflation difficulty, withdrawal difficulty and separation were investigated. The separation was confirmed; the deflation and withdrawal difficulty could not be confirmed. The exact cause for the failures could not be determined. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Review of the information does not suggest what factors may have contributed to the reported events and confirmed failure. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.